Event description:
Procedure type: vitrectomy (eye surgery). According to the reporter: the surgeon was closing the sclerectomy incision with the product and after the first pass the needle felt dull. The needle was inspected under the scope and found that the tip of the needle had broken off. The surgeon attempted extensive search of the surgical wound under the microscope and inspected the vitreous cavity. Pt injury is unk. There was no blood loss reported but there was a 30 minutes delay in or time due to the extended search of the broken needle. The surgeon will continue to monitor the pt's surgical wound post-operatively.